Event description:
The facility representative reported the debit (flow rate) was showing higher than it was programmed. Information was not provided regarding whether or not the problem occurred during a pt infusion. The hosp representative stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has been rec'd for eval, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional in becomes available.